Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they got hospitalized due to both high and low blood glucose levels with unknown blood glucose readings at the time of the incidents. The customer was at 200 mg/dl at the time of one sensor issue incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The customer reported multiple issues with sensors and sensor glucose versus blood glucose differences that caused threshold suspend. Troubleshooting was not completed for the highs and lows. The insulin pump will not be returned for analysis.